Event description:
"Air in line" alarm alert not activated when air passed optic sensor. It was reported that "the nurse observed an unspecified amount of air in the distal tubing and no audible alarm was heard or found in the history even though the air sensitivity was programmed for low". At the time of the reported event, the pt was receiving pain management therapy in the continuous plus pca mode. There was no pt harm or event related to the reported event since "the nurse discovered the air in the line before it reached the pt's venous catheter. Though requested, there was no additional info available.